Event description:
It was reported a spectrum pump had a "door not fully latched" alarm. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was reproduced and confirmed through evaluation. Physical inspection found that the force required to close the door was above expected levels. The door hooks and latch pins were replaced.